Manufacturer narrative:
The customer's glidescope core 2m quickconnect (qc) cable was returned to verathon for evaluation along with a secondary glidescope core qc cable used during the same event. A verathon technical service representative evaluated both returned cables and was able to confirm the reported damaged cables. Visual inspection found damage to the connector housing as well as the internal magnet completely missing from the secondary cable. When connected to verathon's test equipment, the cables passed functionality testing; however, the identified damage likely caused or contributed to the reported image issue. The glidescope core operations and maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of verathon's device evaluation, both cables were scrapped due to the customer already being provided replacements. Corrective action is not required at this time. Verathon will continue to monitor for trends. Reference the attached corresponding report containing the device information, event details and evaluation findings for the customer's returned secondary glidescope core qc cable that was confirmed to have contributed to the reported event.

Event description:
A customer reported that while using a glidescope core 2m quickconnect (qc) cable, the image was initially fine; however, during intubation, the image intermittently cut out and failed to maintain a consistent view. The procedure was completed using a different glidescope system which was made available within two minutes. No delay in procedure or harm to the patient was reported.